Event description:
It was reported that the patient reports not being able to make adjustment both with or without antenna attached. The patient states for a couple of days she didn't get the tingly feeling that she had in the morning usually. The patient programmer needed new batteries and then she got it up and going, but now today the patient tried to use the pp(patient programmer) and was getting poor communication. The patient had not used pp since august at her doctor office because everything was going well with the therapy until 2 days ago. The programmer won¿t do telemetry with or without antenna. It was reported about a week later that the patient programmer had a problem. The patient reports not being able to make adjustment both with or without antenna attached. The patient received her programmer replacement but her old antenna was not working with the new programmer. The patient reports broken/damaged external antenna. No medical or therapy problem was reported. No out of box failure was reported. Additional information received reports the patient received a new antenna today and new pp last week but she was still getting poor communication message on pp. After troubleshooting the pp was showing poor communication. The last time she used pp was at hcp office on (B)(6) 2014. She reports not being able to make adjustment both with or without antenna attached. She thought therapy was not working since (B)(6) because she was not getting the tingling sensation and she had been going to the bathroom. She thought she should check therapy with pp and then she found out pp will not communicate with implant and called patient services. Upon analysis of the patient programmer, there was non-significant anomaly found. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # unknown, product type programmer, patient; product ID 37092, lot # unknown, product type accessory; product ID 3889-28, lot # va0875w, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).